Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an interrogation prior to a routine device change out, a patient's left ventricular lead exhibited high and out of range pacing impedance. The lead was retained and further monitored. No adverse effects to the patient reported.